Event description:
Philips received a complaint on the patient information center ix indicating that all the central stations lost connection to the server at approximately 0930. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) performed trouble shooting remotely with biomed and it was determined that they were experiencing system wide outage on the hybrid network. The host had stopped, and the windows logo was displayed on the desktops. Biomed rebooted the primary server and then verified that all operational areas are realtime waveform streaming and alarms are alarming as designed. The cause of the outage was unable to be determined. The rse advised biomed of how to safely reboot primary server in the future. Based on the information available and the testing conducted, the cause of the reported problem was unable to be established. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.